Event description:
In (B)(6) 2024, the user complained about a buzzing sound, which starts to appear as soon as she puts on her audio processor. According to the user, the sound would at first come and go regularly, but since (B)(6) 2024 it never stops, leading to the non-use of the audio processor. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
Since (B)(6) 2022, in-situ measurements have revealed several high channels on the user's right-sided device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2024, the user reported a buzzing sound, which started to appear as soon as she puts on her audio processor (ap) on. According to the user, the sound would at first come and go regularly, but since (B)(6) 2024 it never stopped, leading to the non-use of the ap. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In may 2024, the user complained about a buzzing sound, which starts to appear as soon as she puts on her audio processor. According to the user, the sound would at first come and go regularly, but since august 2024 it never stops, leading to the non-use of the audio processor. Re-implantation is being considered. No date has been scheduled yet.